Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the basal software suspended insulin too late. Tandem technical support educated the customer on the basal software features. The customer acknowledged that the basal software was functioning as intended. Blood glucose ranged from 40-60 (mg/dl) and was addressed by consuming food.